Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The proportional valve was calibrated to resolve the issue. No patient information provided to date after calls to customer 06/22/22 and 06/24/22. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction that could cause a hypoxic mixture in the patient circuit during a case. There was no patient injury.